Event description:
It was reported that the user was unable to depressurize the balloon dilation catheter. Since the doctor was using it continuously, it was hard to imagine that a mistake was made in how the device was used. Pressure was applied to the balloon but was unable to depressurize it afterwards. After that, the user was able to slowly depressurize it little by little. It is unclear how the doctor was able to depressurize it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.